Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited loss of capture. Other electrical measurements were normal. The lead was capped and replaced. The patient was in good condition after the procedure.